Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (alarm) was identified in the pump logs; however, no failure was identified. The alleged minimum fill message could not be verified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred. Additionally, after each alarm when the customer attempted to reload a cartridge, a minimum fill message occurred. Reportedly, the user thought the cartridge had 100 units left. The user's blood glucose level ranged from 205 mg/dl to 445 mg/dl. The user addressed bg level with a manual injection. It was confirmed that the user had an alternate method of insulin delivery available.